Manufacturer narrative:
The returned device analysis did not confirm the positioning failure associated with inability to curve/maintain the tip in ¿m¿ direction and the unintended movement of the clip not maintaining the position (rebound phenomenon). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported positioning failure associated with inability to curve/maintain the tip in ¿m¿ direction and the unintended movement of the clip not maintaining the position (rebounding) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+ and an enlarged atrium. A mitraclip ntr was used, but curvature could not be maintained while applying the m-knob, and the clip had a rebound phenomenon. The clip was removed from the patient. The procedure was completed with no clips implanted. The mr remained at grade 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.